Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was complaining of abdominal pain, fever and chills. The pt was admitted to emergency department and transferred to the implanting center. Pt was found to have a compromised area on the percutaneous lead near the system controller end that had been taped. The vad coordinator removed the tape and pus came out of the percutaneous lead. By manipulating the lead further, additional pus came out of the system controller end of the percutaneous lead. No alarms occurred. A CT scan to be performed. The pt will be evaluated for potential recovery with possibility of explant. Pt is obsess and cannot lose weight so is not a transplant candidate.

Manufacturer narrative:
The pt remains on going with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will submitted when the manufacturer's investigation is completed.